Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump is vibrating and humming. Customer reported that she went into the pool with the insulin pump. Customer's blood glucose reading at the time of the incident was not included in the report. Product is expected to return.